Manufacturer narrative:
Eval: results: the complaint for 'no stimulation' was confirmed. As returned, the lead had a bent area with all wires broken. The bent lead damage observed is consistent with the stresses the lead was subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report 1627487-2011-08079. The pt received a scs system on (B)(6) 2009. It was reported that the pt had fallen frequently and approx 1 month ago the pt lost stimulation. It was also reported that the pt had stomach and chest stimulation and had no low back and legs stimulation. The leads were explanted. No further info is available at this time.